Manufacturer narrative:
One device was received for evaluation for the complaint that the device encountered critical errors with codes 45985 and 1834003, accompanied by an active red alarm signal. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint of error code 54985 can confirm through visual and performance verification testing and replaced pwa board. Upon further investigation found detached dso seal and damaged air detector and it was calibrated. The unit passed all testing criteria and reset to standard configuration.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device encountered critical errors with codes 45985 and 1834003, accompanied by an active red alarm signal. There was unknown patient involvement.